Event description:
It was reported that in (B)(6) 2012 the patient presented with back pain. The patient underwent lumbar surgery on (B)(6) 2012 to treat lumbar spinal stenosis, spondylosis, degenerative lumbar scoliosis, and symptoms of neurogenic claudication. During the course of the surgery, a code blue was called twice. Following surgery, the patient also experienced renal failure and hypotension. The patient remained in the hospital post-op, and on (B)(6) 2012, he was placed on continuous renal replacement therapy. A neurology consult on (B)(6) 2012 diagnosed the patient with encephalopathy. An electroencephalogram on (B)(6) 2012 confirmed the diagnosis. The patient was discharged to rehab on (B)(6) 2012. On (B)(6) 2012 the patient was transferred back to the hospital due to an increase in drainage from the surgical site, a fever of 102.8, and blood pressure of 108/53. On (B)(6) 2012 the patient underwent an irrigation and debridement procedure of the lumbar wound, and placement of a deep drain. The patient returned to the hospital again on (B)(6) 2012 and was diagnosed with (B)(6). The attorney alleges that the surgeon's dog, "(B)(6)" also had (B)(6) at the time; it was transferred to the patient. On (B)(6) 2012 the patient was admitted to the hospital for pancytopenia, secondary to antibiotic use and/or infection. On (B)(6) 2012 the patient returned to the hospital with increased incisional drainage and fluid collection throughout his lumbar spine area on the dorsal side. On (B)(6) 2012 the patient underwent an irrigation and debridement procedure of the lumbar wound and evacuation of the fluid collection. Two drains were placed. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.